Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric, de novo target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was 35mm in length and the vessel diameter was 2.5mm. A 7fr launcher sl3.5 guide catheter and two non-bsc guide wires were advanced to the lesion site. Next, a non-bsc 2.5x20mm balloon was used to pre-dilate the lesion. Immediately after pre-dilatation, residual stenosis was 50%. When the physician attempted to advance a taxus liberte paclitaxel-eluting coronary stent 2.50x28mm to the lesion site, it was not possible to place the catheter into the lesion. The device was removed from the pt and stent damage was noted. The procedure was successfully completed with another of the same device. No pt complications were reported and the pt status is reported as "good".

Manufacturer narrative:
(B)(4)